Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, since the device was not returned for an evaluation, the exact cause of the reported issue remains unclear. However, error message u505 is triggered by the usg-400 unit and indicates a communication problem with the esg-400 generator. Therefore, possible causes for error u505 are as follows: 1.) The esg-400 unit is not switched on. 2.) Usg-400 and esg-400 and not connected with a flexray connection cable. 3.) The flexray cable is defective. 4.) The communication cannot be connected due to a technical defect of the usg-400 unit. 5.) The communication cannot be connected due to a technical defect of the esg-400 unit. In addition, possible technical defects of the esg-400 are likely the following: 1.) Contact issue at the flexray socket (temporary or permanent error). 2.) Contact issue at the flexray socket due to faulty soldered joint (temporary or permanent error. 3.) Functional issue due to a defective motherboard (permanent error). . Furthermore, regarding error u505, a user error cannot be excluded. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿ a suitable replacement device must be provided during an application.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Event description:
A user facility reported to olympus that the hf unit "esg-400" stopped working during a therapeutic parotidectomy procedure. The procedure was extended 60-75 minutes, and additional anesthesia/medication/gases were necessary. The outcome of the procedure was not affected, and no immediate impact or injury to the patient occurred. The procedure was completed with another device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report was submitted by the importer under the importer's report number: 2429304 - 2023 - 00034.